Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 215736701 was returned and analyzed. Visual inspection of the mapping catheter showed the introducer and shaft were kinked. The mapping catheter was connected to the diagnostic computer and multiple channels displayed noise. Furthermore, electrode wires were found to be broken. In conclusion, the reported shaft kink was confirmed through testing. The mapping catheter failed the returned product inspection due to a shaft kink. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a kink was observed in the shaft of the mapping catheter. The case was completed with cryo. No patient complications have been reported as a result of this event.